Manufacturer narrative:
Additional information regarding possible treatment and clinical plan of the patient was requested; however, not made available. Should additional information be obtain, a supplementary report shall be submitted. (B)(4).

Event description:
Per the patient's physician, it was reported that the patient experienced recurrent infections in the vicinity of the implant site.

Manufacturer narrative:
Per the patient's physician, the patient experienced an edema, erythema, and purulent drainage at implant site. Subsequently the patient was treated topical antibiotic and steroid from (B)(6) through (B)(6) 2017. The patient was placed on a oral antibiotics from (B)(6) through (B)(6) 2017, and on (B)(6) through (B)(6) 2017. On (B)(6) 2017, the patient was placed on a final course of topical and oral antibiotics, concluding (B)(6) 2017.